Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned for evaluation where upon investigation it was confirmed that the ventilator inoperative occurred. The machine flow sensor was replaced to resolve the issue. Additionally, the blower bellows, tubing fi02, tubing system board, tubing blower chassis, tubing low flow, and muffler assembly were also replaced due to contamination, which were not part of the reportable issue. The unit passed the final testing. The original machine flow sensor was sent to the pil lab where contamination and dust was confirmed. The machine flow sensor was scrapped.